Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that mrx device menu key is not working properly & yellow screen appears. There was no patient involvement.